Event description:
Pt undergoing laparoscopic cholecystectomy. During procedure, surgeon noted a foreign body in abdomen. Foreign body found to be piece of 5mm trocar that had broken off during case. Foreign body removed without difficulty. Dates of use: during procedure. Diagnosis or reason for use: laparoscopic cholecystectomy.